Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's blood glucose was 468 mg/dl. The patient treated via manual insulin injection and infusion set change. The customer had been having issues with the infusion set cannulas for the past couple of months; the customer had already performed troubleshooting on the insulin pump and the device was functioning as designed. Further troubleshooting was declined. The insulin pump will be returned and replaced.